Manufacturer narrative:
(B)(4). Evaluation, results: (hemorrhage).

Event description:
During the index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lcx, one endeavor sprint rx drug eluting stent implanted to the proximal lad. One other brand stent was implanted to the right pda. Approximately 6 weeks later the patient underwent a staged pci. One endeavor spring rx drug eluting stent was implanted to the mid rca. Approximately 4 weeks later a nose bleed is reported to have occurred. Asa was decreased to 81 mg per day. Four days later the patient suffered a gi bleed. Blood per rectum and melena in stool were noted. The patient was admitted to hospital and a colonoscopy was performed. Plavix and asa were held. The investigator assessed that there was no relationship between the event and the study device, and a possible relationship between the event and the study drug. Plavix was resumed upon discharge. The patient recovered with treatment and no other clinical sequelae were reported. (Ref MFR# 9612164201100249, 9612164201100250 & 9612164201100252)